Event description:
Customer reported having trouble filling his tubing. Customer stated that he held the act button down and it started adding units and then received a no delivery alarm. Through troubleshooting it was noted that there may have been a possible site or set occlusion. Customer's blood glucose reading at the time of the call was 97 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.